Event description:
Unit failed on a patient, no patient injury occurred. The unit's inspiratory valve was chattering so the unit was replaced by another. The unit was disconnected from the computer module 990 and placed on a bench where it ran in accordance with MFR's specs. The unit is running within specs now without a 990 attached. The computer module is an accessory not required for proper device operation.